Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer experienced elevated blood glucose levels (289 mg/dl). Customer declined to perform troubleshooting, and stated they recently changed all their supplies out and delivered a bolus to stabilize blood glucose levels.

Manufacturer narrative:
High blood glucose issue- no failure identified